Event description:
It was reported prior to using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was a tube containing foreign matter - gel. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information: b5. Corrected to reflect the reported defect of foreign matter (gel) inside a tube in which gel should not be present. Imdrf annex a grid: corrected to reflect the defect of foreign matter. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (gel in the tube) was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and no gel or foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm (gel in the tube). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tube there was a tube with a missing gel additive. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.